Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. The right atrial (ra) lead exhibited oversensing and noise. The right ventricular (rv) lead exhibited oversensing which caused device pacing inhibition on the rv lead. Both leads reprogrammed. The ra lead and the rv lead were explanted and replaced. No further patient complications have been reported as a result of this event.